Manufacturer narrative:
No belt clip was received with the pump. No reservoir noise anomalies were noted during set changes. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The stop current and run current tests were within specification. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The patient experienced nausea and dizziness as a result of the hyperglycemia. Their blood glucose was 397 mg/dl at the time of call. The patient treated via manual insulin injection. Troubleshooting was performed. The drive support cap appeared normal. There were no site or insulin issues. The customer mentioned that there was one tiny air bubble the size of a pen head near the site connector. The customer was able to resolve the air bubble issue via prime. The insulin pump also passed the high pressure test. However, the insulin pump had been dropped. The customer stated that the reservoir compartment appeared to be cracked. The insulin pump was returned for analysis.